Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via left cubital vein using a 7f non-bsc introducer sheath. The 90% stenosed target lesion was located in the non-calcified and moderately tortuous left brachial veins. After a non-bsc guide wire crossed the lesion, a 5.0mmx20mmx40cm sterling¿ otw balloon catheter was used for dilatation,however on the first inflation the balloon ruptured at 8 atmospheres. There were no segment of the device detached inside the patient. The procedure was completed with a 5mm unspecified cutting balloon catheter and was inflated at 10 atmospheres. There were no patient complications reported and the status of the patient is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).